Event description:
Information received indicates approximately three minutes after the onset of bypass, the product failed to oxygenate venous blood. Hcp came off bypass at the time the reduced gas transfer levels were detected and they replaced the unit. Device inspection noted one broken attachment lug on top of the unit. No patient complication has been attributed to the event.

Manufacturer narrative:
Analysis: inspection of the unit as received, shows blood noted in the fiber bundle. Findings from returned product eval revealed material damage to the gas cap area, as reported by the user. A large piece (chip) of device material is broken from the gas port lug area that could have caused the reduced gas transfer during use. The chip was returned with the product and measures approximately 3/4 inches long by 1/2 inches wide. Additional device analysis shows that when the gas cap area was mended by re-attaching the broken chip to the device for functional testing, the product performed as expected for a previously run unit. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. Conclusion: no patient adverse event. Reduced device performance occurred and was related to the reported product problem.